Event description:
It was reported that the patient was started on antibiotics for possible pocket infection due to drainage and a non-healing wound site. Cultures from this day showed moderate growth of serratia marcescens. One week later, a pocket revision was done and antibiotics were continued for ten more days. A later office visit revealed the incision remained open, but was healing well. Days later, the patient returned with the site red and warm to the touch, and drainage and tenderness were noted. The site was cultured once more showing the same bacteria with light growth. A later office visit revealed a small tunneling hole had formed at the site, and the decision was made to explant the system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.